Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "edema" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that 6 hours after the injection with unspecified juvederm ultra in the lips, patient developed excessive swelling. The patient was treated with loratadine and indicates swelling in subsiding. Patient was concomitantly injected with juvederm voluma under the eyes and juvederm volift in the peri orbital region. This is the same event and the same patient reported under MDR ID #3005113652-2014-00258 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra.